Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high glucose results from an abbott diabetes care device. The customer received sensor scan results of 600 mg/dl compared to readings of 350 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving high glucose results from an abbott diabetes care device. The customer received sensor scan results of 600 mg/dl compared to readings of 350 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Molex came off during de casing. The returned battery voltage was measured to be within specification. The sensor was placed into pcba (printed circuit board assembly) test fixture and performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the result was not within specification. Poise voltage test was not within specification and sensor thermistor testing was within specification. The issue was forwarded to extended for further analysis due to the sensor failed the source measurement unit (smu) test and the poise voltage. Visually inspection was performed on the de-cased returned sensor puck and its printed circuit board assembly (pcba), and it was observed that the molex connector was detached from the pcba and the trace has been cut. The cause of the failed smu test was due to the damage in the pcba. Therefore ,this issue is unable to test further. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.